Manufacturer narrative:
Beckman coulter field service engineer (fse) confirmed that the probable cause was identified as a malfunctioning sample level detection board. The fse replaced the sample level detection pcb (printed circuit board) and confirmed the sample probe alignment, and this resolved the issue. Section a2, a4 and a5: information not provided by the customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported low patient results on multiple analytes with g flags including ast (aspartate aminotransferase), alt (alanine aminotransferase), glu (glucose), na (sodium) k (potassium) and cl (chloride) on their au680 chemistry analyzer part number b96696 and instrument serial number (B)(6). There was no report of change to treatment, injury, death, or delay/change in treatment associated with this event. The customer did not provide patient demographics.